Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading went up to 23 mmol/l and customer¿s blood glucose at time of call was 14 mmol/l. Customer had symptoms as vomiting and difficult to breath. Customer was treated for their high blood glucose with manual injection. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.